Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during a stent removal procedure (exact date not reported). According to the complainant, during the stent removal procedure, while the physician was removing advanix¿ biliary stent, the stent came out broken in pieces. The broken pieces of advanix¿ biliary stent were retrieved using a snare and biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.